Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported problem of "alarm, high baseline and helium loss" is confirmed. The root cause of the stepping motor failure is undetermined. A nonconformance has been initiated to investigate the root cause. A device history record (DHR) review was conducted for the iabp serial/ lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor.

Event description:
It has been reported via a field service report: (B)(4). Symptom: op = on patient. Pump had helium leak and high baseline alarms. Findings/action taken: pump assembly sent to and replaced by hospital biomed. Part being returned on (B)(4) fcn level: 1416 software level: 2.24 per the hospital biomed, the pump was on a patient and they were able to switch with no adverse complications since no patient incident reports have been brought to his attention.

Manufacturer narrative:
(B)(4).

Event description:
It has been reported via a field service report: (B)(4). Symptom: op = on patient. Pump had helium leak and high baseline alarms. Findings/action taken: pump assembly sent to and replaced by hospital biomed. Part being returned on (B)(4). Per the hospital biomed, the pump was on a patient and they were able to switch with no adverse complications since no patient incident reports have been brought to his attention.